Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective stimulation. A lead diagnosis confirmed high impedances on the patient's penta lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both extensions were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of lead extension 2 found that all internal wires in the header were broken except for channel 4. Continuity check was performed on both extensions which confirmed all visual findings. The cause of the fractures is unknown as there were no reports of accident, falls or trauma prior to the reported event.